Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and 85 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 01/28/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:110mg/dl, (B)(6) 2015, 11:00am, fasting: yes; 2:13mg/dl, (B)(6) 2015, 09:30am, fasting: yes; 3:10mg/dl, (B)(6) 2015, 12:00pm, fasting: no; 4:88mg/dl, (B)(6) 2015, 12:10pm, fasting: no; 5:119mg/dl, (B)(6) 2015, 11:30am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluated is complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of lo and 85 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/28/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).